Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided, and visual and dimensional evaluations could not be performed. The device history record was not reviewed without product identification. A complaint history review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
A journal article was obtained that reported a retrospective study from india. The purpose of the study was to assess the outcome of pertrochanteric fractures treated with cephalomedullary nails. The study reviewed 38 patients between january 2014 to october 2015. Procedures were performed on a fracture table, performing an open reduction internal fixation using the znn nail (zimmer natural nail) with screw fixation. Quality of reduction and implant positions were confirmed by fluoroscopic images. The study population had a mean age of 67 years at the time of surgery (range, 20-87); there were 19 males/19 females. Follow-up was conducted at an average of 24 months. It was reported that one patient treated for a pertrochanteric fracture with a cephalomedullary nail experienced implant breakage and was revised. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown lag screw; item number: unknown; lot number: unknown. Unknown screws; item number: unknown; lot number: unknown. G2: foreign - event occurred in india. G2: literature - om prakash yadav, pandiyan. L., d. Thulasi raman (2025). Outcome comparison of trochanteric fractures treated with cephalomedullary nails. Vol 15, issue 4, pages 484-488. Doi: 10.70034/ijmedph.2025.4.87. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.